Event description:
The contact stated that the surgeon implanted an aq2003v piece silicone lens. The lens haptic tore upon insertion into the eye. The lens was cut into pieces to remove from the eye without enlarging the incision. No pt injury. It was unknown what caused the lens haptic to tear. The contact was unable to provide the injector and cartridge model and lot numbers.